Event description:
Customer saw blood in his stool at approximately 6:00 pm on (B)(6) 2014. Customer tested on the coaguchek xs system at 6:09 pm and obtained a result of 1.6 inr. Customer had taken his normal warfarin dosage at 8:00 pm on (B)(6) 2014. Customer's wife called the paramedics who arrived approximately 15 minutes later. It is not known if customer's inr was tested upon their arrival. Customer was transported to the hospital "later that evening." It is thought customer's inr was checked at the hospital, however, that result is not known. It is not known how or if the customer received treatment for his inr. Customer was admitted to the hospital for a lower gastrointestinal track bleed. Customer was released on (B)(6) 2014. Customer is currently feeling fine. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.